Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received and evaluated. It is unknown if the product was used according to labeled indications. No untoward effects or abnormalities in microbiology eye safety testing were identified. Physical and chemical parameters including ph and osmolality conformed to release specifications. Batch records for lot 41023 were reviewed and one deviation not related to the complaint was identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Visual examination was conducted and the product was returned without a (B)(4) band. Lot 41023 met all release criteria prior to product release. There are two similar reports for this lot. Additional information was requested by e-mail on 06/23/2010. A questionnaire was received from the consumer on 06/24/2010. The consumer requested her physician not be contacted. (B)(4).

Event description:
Adverse event(s): "redness" (red eye(s)); "secretion" (discharge); "ocular burning" (burning sensation); "photosensitivity" (no code available); "swelling" (inflammation); "allergic conjunctivitis" (conjunctivitis); "local fever" (fever); "intense pain" (pain); "infection" (infection); "tearing" (tearing, excessive); "decrease in visual quality" (vision, impaired). Product problem(s): "none reported" (no information). A consumer reported she experienced secretion in her eyes during the day that gradually increased following the use of this product. She stated the problem continued to get worse and in (B)(6) 2009, she went to her doctor and was diagnosed with allergic conjunctivitis. She reported her doctor prescribed an ophthalmic combination antibiotic corticoidsteroid two drops in each eye three times daily and discontinued contact lens wear. She noted at this time she stopped working for a week to perform treatment and then returned to contact lens use. The consumer reported at the end of (B)(6) 2010, the symptoms of conjunctivitis returned with more intensity and she also experienced redness, swelling, local fever and intense pain in the eyes. She stated at this time she went to a specialist who told her it was not conjunctivitis and she did not go to work for another week to seek treatment. At this time the consumer noted a decrease in the quality of her vision. She stated her symptoms have resolved, but at this time she cannot wear contact lenses and has returned to wearing glasses.